Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the vns programming history found an anomaly on (B)(6) 2012. Although the system diagnostic test performed that day did not result in a fault, the patient's vns settings were changed, indicating the diagnostic test may have been interrupted. Although the device was re-interrogated and the normal output current was corrected, the other parameters were not adjusted.